Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant atrial undersensing was noted on the right atrial (ra) lead. It was also reported that cardiac compass has invalid data was noted on the implantable pulse generator (ipg). The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.